Event description:
Instrument tip broke into three pieces in process of normal use. At some point during the case the size 21 disposable electrode broke. At that point they switched to the size 24 sheath and electrode. Toward the end of the case the tech noticed the size 24 sheath was broken at the tip. No one observed the tip breaking. The disposable piece, sheath and fragments were kept in the clinical supervisor's office.staff/physicians have not encountered this issue before. Thoughts from the md and staff are when the device was set down on the table a speculum was set down later. The speculum could of been set on top of it and possible broke it. Or the other theory is that the cautery breaking may have caused it. They were really unsure of what caused the equipment to break.there was no change in care and no harm to the patient. Xray was negative for retained foreign body and follow with the md the patient had no complaints several days out.